Manufacturer narrative:
Lab testing of bear ventilator passed iec requirements by margin of three times. Further, emc levles observed at hosp (4v/m max.) Which is well below those levels to which ventilators were subjected to in laboratory. E12 error observed at hosp, with one exception, are only ones which have been reported to us to date. Based on number of ventilators in field, both nationally and internationally, we feel this is statistically significant to indicate location specific problem. In summary, all available info suggest bear 1000 ventilator is capable of withstanding emc or fast transients for in excess of what is considered normal for hosp. Based on onsite visit, in-house review of software and hardware systems, as well as laboratory testing, we can conduce with a high degree of confidence that problems hosp experienced were due to high frequency noise introduced into ventilator through ac power line. Hosp has accepted offer to modify their ventilators to make them more robust to local electrical environment by allowing ventilator to withstand extreme line noise, we will implement following changes: 1. A software/hardware change. 2. Upgrade units to european specification, power entry module, which includes 'x' cap and toroid. 3. Power cord, which induces a ferrite. Unique nature of reported problem, being location specific, argues against large scale remedial action.

Event description:
Report from hospital unit alarm fail to cycle at 5:00 am. Therapist unplugged unit and plugged unit into a different ac outlet, the unit failed again at 5:45 am the next day with a e12 error code, ventilator exchanged.